Event description:
It was initially reported that after a partial colectomy, five days post-op, a staple line leak was identified at the ileo-colic anastomosis. Staple line was examined during a second procedure and the surgeon described staple line tissue as "necrotic." Pt was given a temporary colostomy. Received the following info on 8/17/2009: original procedure was for bowel obstruction & scar resection. The anastomosis was a side-to-side created with a tlc and the tx60b was used to close it. Anastomosis was actually jejunal-ileal (small bowel). All scar tissue was removed and anastomosis was completed on healthy tissue. Nothing different was noted about the firing of the device (no excessive force required to fire) and the staple line was inspected and noted as normal. Reoperation occurred at t + 5 days it was at this time that the leakage occurred and the tissue at the staple line was noted to be necrotic. The pt was given a temporary colostomy at this time. The pt is in relatively good health. There was no pre-op radiation therapy. There is a plan to remove the colostomy and create an anastomosis in the fall 2009.

Manufacturer narrative:
Date sent: 08/28/2009. Device was not returned for eval. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-confomances. Complaint information is trended on a regular basis to determine if further investigation is warranted.